Manufacturer narrative:
The insulin pump was unable to vibrate due to broken vibrator black wire. The insulin pump was received with partially broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had vibrate anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is no vibrating coming from the pump. The customer was assisted in performing a self-test. The customer stated the pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced and to revert to a backup plan.